Manufacturer narrative:
(B)(4). The device was manufactured from (B)(6) 2015. The device was received for evaluation. Visual inspection noted particulate matter inside the tubing of the device. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor contained particulate matter inside its tubing. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.